Event description:
Patient reporter obtaining back-to-back blood glucose result of 375 mg/dl and 76 mg/dl, while using the suspect device. Patient indicated that a therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.